Event description:
Customer reported that surgical site dehisced three weeks following breast augmentation. Pt subsequently developed infection due to the open wound. Wound was debrided and resutured. Pt is reported as recovered.